Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was no greater than 536 mg/dl. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a manual injection. During system check with tandem technical support, it was identified customer was changing trusteel infusion sets every 3 days or greater. Technical support informed customer that trusteel should be changed out every 2 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.